Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent primary oxford knee procedure on (B)(6) 2008. Revision procedure was performed on (B)(6) 2013, due to loosening. No further information has been received.